Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable, monitor hot) have been confirmed. Upon receipt, the monitor was unable to power on. Upon investigation, there was extensive corrosion and thermal damage on the inside of the monitor including components j1, k3, u1005, r46, c777, u600, u601, and u602. The d1102 component, a barrier diode, was missing from the pcb. The cause for the inability to power on is the corrosion and thermal damage to the monitor components. The cause for the corrosion was contamination to the monitor. The root cause of the thermal damage is unable to be positively identified. The root cause for the contamination is likely ingress of an unk liquid. No adverse event resulted from the contamination. The pt received a replacement monitor.

Event description:
While visiting a (B)(6) male pt for an unrelated issue, a pt service rep (psr) contacted zoll customer support to report that the pt's monitor displayed a service code 204 and was overheating. The pt was issued a replacement monitor.